Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: b5: during subsequent follow-up with the customer additional information was obtained. The reporter clarified that the surgeon employs two (2) or three (3) half hitches to secure the knot during procedures. They have performed this implantation on hundreds of occasions. D6a: the patient¿s implantation date has been updated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: e1: the reporter¿s phone number was not provided. D4: the expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. Investigation summary: the product has not returned to depuy synthes mitek, however a photo was provided for review. The photograph attached was reviewed, however the reported condition could not be clearly observed and no observations pertaining to the nature of the reported event could be identified. The overall complaint was unconfirmed as the photograph attached is insufficient to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. UDI: (B)(4).

Event description:
It was reported from australia that the surgeon observed the knots were loosening during specimen collection following the use of the gryphon br w/ proknot device. It was reported that the patient required revision surgery or hardware removal due to the loosening and possible infection. The procedure performed was reported as an arthroscopic shoulder stabilization surgery. It was reported that there was medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.